Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 4 months after insertion of essure. The patient was treated with surgery (removal). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia and cystoscopy. On (B)(6)2009, the patient had essure inserted. Essure was removed on (B)(6)2022. An unknown time later she experienced pelvic pain female (seriousness criteria medically important and intervention required), menorrhagia ("menorrhagia") and partial expulsion of device ("foreign body of uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered device expulsion, heavy menstrual bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray of pelvis and hip] on (B)(6)2022: there was no evidence of retained fragments of essure coil left. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 19-may-2022: mr received. Event medical device removal replaced with chronic pelvic pain. Event menorrhagia & device expulsion were added. Treatment surgery added.medical history added. Lab test added. Middle initial added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 49-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 4 months after insertion of essure. The patient was treated with surgery (removal). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.